Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/16/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: lab analysis identified wear abrasion on the shell surface. Delamination was identified with the diaphragm valve on the diaphragm flange disk. Microanalysis indicated adhesive failure for the diaphragm valve. A leak test was performed which found no leakage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side deflation. Device has been explanted.